Event description:
Baxter affiliate reports one incident of a patient death 55 minutes into the dialysis treatment. Pt started coughing, became cyanotic and stopped breathing with no pressure or pulse. Pt was intubated and resuscitation efforts were unsuccessful. No further info available.

Event description:
Baxter affiliate reports one incident of a patient death. No further information available.